Event description:
This lead was implanted on (B)(6) 1998 and was abandoned on (B)(6) 2012 due to high atrial threshold. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).